Event description:
It was reported that after the third firing of the device the cartridge popped out and only half of the staple line was present. Another device was used to complete the case. There was no consequence to the patient.